Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that per the patient, there was an infection. The patient noted having surgeries with ¿different issues¿, but it was not clear if there was surgical or medical intervention associated with this particular event. (See manufacturing report #s 3007566237-2013-03179 and 3007566237-2013-03180). The patient declined to give a date of the event. The medication delivered via the pump at the time of the event was not reported, but at the time of report, the pump device was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.